Event description:
It was reported that there was stimulation in the wrong location. The patient was riding in a truck on the date of report and stopped feeling stimulation in the chest and started to feel stimulation in the stomach, abdomen and finally ended up in the testicular area where it was currently felt. The patient was implanted for angina. It was noted that a shocking sensation occurred every four to seven seconds. The manufacturing representative attempted to turn off the stimulator but the shocking pain continued. The patient admitted himself to the emergency room (ER). An implantable neurostimulator (ins) reset was performed as a preventative and stim was confirmed off but the patient still continued to feel stimulation. It was noted that ¿no¿ sensation was felt every three seconds and described as in perineum area. The manufacturing representative discussed with the ER healthcare professional (hcp) ¿not device related¿ but was unsure if any migration of lead or ins could have been hitting a nerve. The ER hcp was to perform additional tests on the patient to rule out other causes. Additional information received reported that the ins was removed only because of pain every three seconds in patient¿s testicles. The leads were still implanted. There was an impedance check and all was normal. The system was disconnected and it corrected the pain for the patient. The lead was disconnected from the ins and stimulation in testicles stopped. The lead was at t1 for angina. The issue was present ¿all weekend¿ including friday and saturday. The ins was turned off and down. The charger turned it off. It was noted that it was a hard off. A physician mode recharge (pmr) was done. Additional information received reported that extensions were added to protect the leads. Stimulation or therapy issues included intermittent stimulation and unable to adjust stimulation. Actions required as a result as a result of the event included hospitalization, explant and surgical intervention. It was noted that the patient was in the hospital for several days. Diagnostics included impedance testing and x-rays. The stimulation was turned down and off with the patient programmer and recharger but the patient continued to get stimulation the testicles every three seconds. There were no impedance issues and with stimulation on it acted normally in the chest wall. Off was off and it increased like normal. The testicles were shocked or stimulated every three seconds throughout the process. When the ins was disconnected the stimulation in the testicle stopped. The patient claimed there were no events that would have caused the ins to act as described above. The patient was anxious to have another ins but wanted to know why the issue occurred. The patient was fine now. Additional information received reported that the device was not replaced. The device was used in the patient. The intended use of the device was treatment. There was no patient death. It was noted that the device was working very well. The patient¿s status was recovered without sequela.

Manufacturer narrative:
Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Manufacturer narrative:
Analysis of the ins, serial (B)(4) found no significant anomaly. Device functioned properly throughout the duration of the test with no anomalies observed. Device was set to the parameters the explanted device had when received for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.